Manufacturer narrative:
Approximate age of device ¿ 7 years and 9 months.  Evaluation of the submitted photos confirmed the reported event. No device-related issues were identified through the evaluation of the distal end of the patient¿s driveline. Approximately 14 inches of driveline was returned for evaluation. Approximately 4.5 inches of the silicone sleeve and 8.5 inches of the clear bionate / metal braided shield were returned. Given the small amount of silicone sleeve, clear bionate, and metal braided shield that were returned, the reported cosmetic damage could not be confirmed through evaluation of the returned portion of driveline. Evaluation of the submitted photos confirmed tears to the outer silicone jacket, clear bionate, and metal braided shield approximately 4 inches from the driveline exit site; however, these images were inconclusive for any areas of potential wire compromise. The returned portion of driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The submitted log files contain data from (B)(6) 2018 at 11:04:08 through (B)(6) 2019 at 14:12:54. No atypical alarms were captured from the beginning of the file until (B)(6) 2018 at 08:38:45. At this time, a low battery hazard alarm was captured that appeared to be the result of the patient¿s batteries being partially depleted ¿ the low battery advisory alarm became active at 07:41:24 and supply voltage (rsoc) values continued to decrease until the hazard alarm became active. The supply voltage values continued to decrease until the no external power alarm became active at 08:47:35. The system operated on the backup battery (ebb) at this time. The patient appeared to switch power sources at this time and no additional atypical alarms were captured for the remainder of the file. The pump speed remained above the low speed limit for the duration of the file and no low speed or low flow hazard alarms were captured. The system appeared to be operating as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(4). A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that exposed wires approximately 4 inches from driveline insertion was observed. No alarms were reported. On (B)(6) 2019, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. No issues were noted after the patient was back on the grounded power module patient cable. No additional information was provided.